Event description:
Customer reportedly obtained result of 118mg/dl, 105mg/dl, 177mg/dl, 532mg/dl, and 142mg/dl on the same device back to back. No action was taken based on device results. No adverse event reported and no treatment received.